Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the wire of the mega suturecut needle driver instrument was broken. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no issues related to the motion of the instrument were observed. There was one broken cable protruding from the distal tip. No fragments fell into the patient's anatomy. The instrument was inspected prior to the procedure and no damage was observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.